Event description:
The clinician reports the implant was inserted (B)(6) 2011 in fdi 47 of the patient's mouth. On (B)(6) 2017, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility, bleeding and inflammation. No further patient complications were reported.